Event description:
The customer reported that the system will intermittently lock up and not make xrays. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep installed a new controller board. The system operates as intended.